Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, caval thrombus, deep vein thrombus, pain, discomfort, dyspnea, physical limitations. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, discomfort, dyspnea, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, one additional complaint has been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via left common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation and caval thrombosis. The patient further alleges "within a year I had a lot of discomfort and pain in my chest ¿ it felt like the filter was an infected sliver that wanted to come out". Patient further notes, ¿in (the hospital) in 2018 when I had more blood clots in my legs two different doctors argued where [sic] to take the filter out or not ¿ one wanted to try to take it out and other one didn¿t.¿ patient also alleges ¿difficult to lift and walk on regular basis and shortness of breath.¿ per an interventional radiology thrombolysis procedure report dated (B)(6) 2018, ¿initial sonography of the popliteal fossa is confirms acute-appearing thrombus in the left popliteal vein. Right popliteal vein was difficult to identify. Successful recanalization of the left deep venous system to the level of the ivc with patency of the ivc proximal to the pre-existing ivc filter. Unsuccessful recanalization of the right deep venous system from the popliteal or antegrade approach. ¿ per a venous lysis catheter check dated (B)(6) 2018, ¿the right common femoral venous segment still contains considerable thrombus which is no longer occlusive. There is an irregular appearance throughout the right external and common iliac veins, with appearance suggesting acute on chronic dvt. Previously noted caval thrombus is markedly improved (nearly 85% resolved), with a moderate amount of nonocclusive thrombus remaining beneath the filter and minimal eccentric thrombus within the lower cava.¿ per a (B)(6) 2019 computerized tomography (CT) of the abdomen: ¿an infrarenal IV c filter is in place. All 4 of the legs of the filter protrude beyond the margins of the ivc, up to about 5 mm beyond the ivc wall. One of the legs is interposed between the ivc and the 3rd portion of the duodenum, 1 protrudes into fat along the right aspect of the ivc, 1 is located posteriorly between the ivc and the anterior aspect of the right psoas muscle, and 1 extending leftward from the ivc terminates just posterior to the abdominal aorta.¿